Event description:
It was reported that the customer had low blood glucose of 51mg/dl. The wife was assisted to suspend the insulin pump and to administer her husband some orange juice and candy. The wife stated she could only get him to drink 4 ounces of apple juice. Had his wife check the customer's blood glucose and it was 37mg/dl. Then, the customer's wife administered the glucagon shot, and advised her to monitor the glucose level while paramedics are called. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.